Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is in the possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.